Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient's right ventricular (rv) lead's insulation had abraded. A low out of range shock impedance measurement of less than 20 ohms was also noted. Surgical intervention was performed and a lead repair kit was used on the rv lead and it was abandoned and replaced. No additional adverse patient effects were reported.